Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon was duplicated and failure of the circuit board of the device and a hole and leak of the cable of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken due to water leak of the cable of the device occurred due to a hole was made the cable of the device by some cause.

Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.